Event description:
It was reported, the pt had been experiencing a burning sensation at the ipg pocket site. The pt is working with her physician to determine a resolution to the issue.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.